Event description:
Customer stated "switch sparked." Product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the pad had been misused. The customer had split the cord and then stripped the cord down to the copper wire, continuing to twist the copper wire together. The product was approx. 7 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.